Manufacturer narrative:
The cartridge was received for evaluation and there was no malfunction. During testing, no leaks were found and all clamps and caps functioned as designed. The source of the blood leak could not be determined. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use warns "secure caps and close clamps after priming and after each use to prevent blood loss or air entering the patient blood lines.¿ all treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 06 aug 2024 from a nurse regarding a 68 year old male critical care patient with comorbidities including cholangiocarcinoma and hypertension, who stated the patient became symptomatic when approximately 500ml blood leaked from the cartridge bloodline during continuous renal replacement therapy (crrt) on (B)(6) 2024. The patient¿s vasopressor therapy was titrated (norepinephrine bitartrate/levophed and phenylephrine) and 1l of lactated ringers was administered to address the acute event, followed by one unit of packed red blood cells fluids. Additional information was received on 12 aug 2024 from the nurse who stated the patient experienced hypotension, tachycardia, and anemia. Per the nurse, the patient continued to receive therapy with the nxstage system.